Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had a blank display. The customer was hospitalized due to a ruptured appendix and had emergency surgery. The customer was taken off the insulin pump during the hospitalization. When the customer went home they tried to reconnect to the insulin pump but it did not turn on. The customer's blood glucose level was unknown. The customer put in new batteries but it did not work. The display returned during troubleshooting when the customer inserted a new battery. However, the customer was advised that the insulin pump should be replaced. The device was returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during the testing. The pump passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.